Manufacturer narrative:
Concomitant products: dtba2d1 ICD, implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the right ventricular lead exhibited noise in the sensing channel. The lead also had a possible fracture. The lead could not be extracted, remains in the patient and was replaced. No patient complications have been reported as a result of this event.